Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that visual inspection of the returned sample revealed that the pinn straight cup impactor was found with signs of stripped from the inner of the threaded tip from the shaft and also it was found with marks of light scratches and nicks in the impactor end cap, the instrument exhibits signs of wear due to use. Additionally the cup impactor insert was missing.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: impactor handle broke while in use today. There were no adverse events to the patient and rep will bring the broken handle back from the hospital. The device associated with this report was returned to depuy synthese for evaluation. Visual inspection of the returned sample revealed that the pinn straight cup impactor was found with signs of stripped from the inner of the threaded tip from the shaft and also it was found with marks of light scratches and nicks in the impactor end cap, the instrument exhibits signs of wear due to use. Additionally the cup impactor insert was missing. The observed condition was identified as an end of life indicator; damage consistent with repeated use and servicing. The lifecycle requirements of the device are event related and depend on the use and inspection of the device in clinical practice. As the device can be damaged on the first or 100th use, the device must be properly inspected prior to each surgical use. Refer to the device/country specific IFU for information related to end of life, reprocessing instructions, and inspection procedures. A dimensional inspection was not performed as it is not applicable to the complaint condition. A functional test was not performed as it is not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the pinn straight cup impactor would have contributed to the device issue. Based on the investigation findings, the potential cause is traced to end of life, and it has been determined that no corrective and/or preventative action is required. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a date code was provided, which indicates that the device was manufactured on (2/15/2009). A manufacturing records evaluation (mre) was not performed since a valid finished good lot number was not provided for this device.